Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device they stated they have followed the guide sheet for connecting to emr, but it was not came over. Serial number asked nurse to look at the wifi icon to see if it was illuminated or not. Nurse stated the screen was frozen. Asked nurse to cycle the power to allow for the screen to recognize nurse touch. Nurse stated they just initiated therapy and nurse did not want to cycle the power at this time. Explained that if they would like to touch the screen at any point and it was still frozen they will need to power the device off and back on again. They got an alert that the reservoir is empty, first empty the pads prior to attempting to fill. The device cannot measure the water in the pads when the device was powered back on so it may alert it was empty when in fact it was not. Suggested going through the quick reference guide for connecting to emr again when they power back on. The further information had been received regarding this complaint . They stated that device is not correctly maintained the network information upon reboot. They had reloaded the graphics software attempted to resolve that issue. After hours of call. When call was returned they had already left for the day. Spoke with one of them.

Event description:
It was reported that the arctic sun device they stated they have followed the guide sheet for connecting to emr, but it was not came over. Serial number asked nurse to look at the wifi icon to see if it was illuminated or not. Nurse stated the screen was frozen. Asked nurse to cycle the power to allow for the screen to recognize nurse touch. Nurse stated they just initiated therapy and nurse did not want to cycle the power at this time. Explained that if they would like to touch the screen at any point and it was still frozen they will need to power the device off and back on again. They got an alert that the reservoir is empty, first empty the pads prior to attempting to fill. The device cannot measure the water in the pads when the device was powered back on so it may alert it was empty when in fact it was not. Suggested going through the quick reference guide for connecting to emr again when they power back on. The further information had been received regarding this complaint . They stated that device is not correctly maintained the network information upon reboot. They had reloaded the graphics software attempted to resolve that issue. After hours of call. When call was returned they had already left for the day. Spoke with one of them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.